Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-21505 for details pertaining to the related reportable event. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient's device is not working. Caller had no additional information. No symptoms were reported. No further complications were reported or anticipated with this event.